Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a ureteroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and the fiber tip was removed using a piranha biopsy forceps. The procedure was completed with the same flexiva laser fiber. There were no complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of fiber tip detached. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a ureteroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and the fiber tip was removed using a piranha biopsy forceps. The procedure was completed with the same flexiva laser fiber. There were no complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the device noted that only 2.54 cm of the distal end of the laser fiber was returned. Analysis revealed that the exposed glass tip appeared used and there were burn marks at the break. There was a small chip on the distal end of the exposed glass tip. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.